Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate calibration. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint associated to the pump module failing rate calibration was not reproduced during laboratory testing ¿ results indicate the device was operating within specification for rate accuracy and rate calibration ¿ although no event date and time was reported, the review of the suspect pump module error log showed no recent errors were recorded related to the reported event ¿ the review of the suspect pump module event log showed the last infusion was performed on 22 july 2024 programmed to infuse at a rate of 50 ml/hr at a vtbi of 100 ml, the infusion completed as expected. « external and internal inspection of the device showed only one incidental finding with no relation to the reported complaint o the pump module was observed with dried fluid residue on the outer frame area of the female inter unit interconnect (iui). O no anomalies were observed on the bezel assembly. ¿ although no issue was observed with the received device, the alaris system maintenance user manual ver 12 1 notes the following should be performed when programming a device for infusion, do not use a device that appears to be damaged send the device to biomedical engineering for repair ¿ there was no patient involvement reported. Note to repair center the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate calibration. There was no patient involvement.